Event description:
On (B)(6) 2014, synergeyes received a complaint wherein the reasons for return were abrasion and infection. Report stated, "corneal abrasion sustained infection treatment with antibiotic drops" also included in the report was the information that the patient had the pre-existing condition of keratoconus and that the ecp felt that the pt contributed to the event by wearing a torn lens. On (B)(6) 2014, synergeyes contacted (B)(6), an office attendant for dr. (B)(6) and the following information was obtained. Maxitrol was the anti-biotic medication prescribed. Patient has new pair of lenses and is not having any issues.

Manufacturer narrative:
During the investigation the following information was obtained: base curve was measured by radioscope and power was measured by lensometer. Both bc and power were found to be within specifications. Although the skirt was found to be cloudy, it was consistent with a known reaction to the use of clearcare cleaning solution. A smudge was found on the base curve of the lens, however, it was removed by use of saline and a swab. A scarch was found on the rigid gas permeable portion of the lens, this is consistent with regular pt use. None of these surface observations are considered device malfunctions. Although the ecp suspected that a torn skirt might be responsible for the abrasion, no tear was found. No correlation was found between the alleged injury and the device history report.